Manufacturer narrative:
If implanted, give date: not applicable, as the lens was implanted but also removed during the same procedure. If explanted, give date: not applicable, as the lens was removed during the same procedure as when it was implanted. Per follow-up information the suspect product was discarded. As the product was not returned for evaluation, the complaint cannot be confirmed. A product deficiency also cannot be confirmed. The manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was fully implanted but doctor noticed that the haptic was bent. There was very mild bleeding from the iris where the doctor had to do tamponade with healon. The doctor removed the suspect lens and replaced it with another za9003. There was no incision enlargement no vitrectomy, no sutures done. Patient was fine post-op, no visual issues. Suspect product was discarded. Doctor and patient information were not provided. No other information can be provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.